Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 6-jul-2017, the fse removed b/f probe tips from the rinsing well for probe #1 and #3, and replaced the b/f wash probe #3 due to leaking. The fse then performed the z alignments for all 4 probes and checked the wash probe overflow sensitivity. The fse checked the error log and noted errors 2070 (clogging detected during specimen suction by main arm) and 2075 (air detected during specimen suction by main arm). A back flush on the sample nozzle was performed due to a partial clog. The fse backed up the maxia system and upgraded the software. The customer ran controls and verified results. The most probable cause of the reported event was probe tips in the rinsing well for b/f probe #3 and a leaking b/f wash probe #3.

Event description:
On (B)(6) 2017, the customer reported receiving error 2237, b/f probe 3 suction failure, on their aia-2000 analyzer. The error persisted after performing b/f probe maintenance, cleaning and drying, and replacing the tip. A wet probe was observed, indicating a leaking probe. A field service engineer (fse) was dispatched to address the reported event, which may have resulted in delayed reporting of bhcg and afp patient results. There was no indication of patient intervention or adverse health consequences due to the potential delay in reporting.